Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the longevity decreased due to a change in the programmed outputs. All battery measurements were appropriate at the latest follow-up. Boston scientific technical services (ts) concluded the device appeared to be on track to meet the minimum longevity requirements. No adverse patient effects were reported.